Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a shocking and jolting sensation. It was noted that no troubleshooting was done but a patient meeting was scheduled for 2013-(B)(6) and troubleshooting would be performed at a later time. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that when the patient turned on the implantable neurostimulator (ins) it was running, it would quit, and then start running again. The reporter stated it was the device in their body that sends electrical things down their leg. It was noted that sometimes the patient felt stimulation and sometimes they did not feel stimulation. It was further noted the problem started before the first of the year and had been occurring off and on. The reporter stated they were relying on what they were feeling. The reporter further stated that they could be sitting and not moving or anything, but maybe they were changing positions while sitting. It was noted that the patient had no recent falls.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, lot# serial# (B)(4), product type recharger. (B)(4).